Manufacturer narrative:
A preventative maintenance service call was performed at the site and the evaluation could not identify any anomalies. Superdimension has requested a component of the device, case recordings, for evaluation but has not received anything to date. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
During a superdimension case the physician did not think the system was accurately navigating to the target lesion. Due to this inaccuracy the case was aborted and not completed by other means. The patient was under general anesthesia and experienced no complications. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015 date of follow-up report: (B)(6) 2015. A component of the superdimension system, case recordings were returned and evaluated. The root cause could not be determined and no evidence found of a system malfunction.